Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump alarming an error code 12 and they were unable to clear the error. They stated that while the patient is able to supplement their feedings without the pump, that the error code occurred during the patients night time feeding and they delay during the night resulted in the patient going to the hospital for low blood sugar. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmdg for investigation, the pump motor had failed which resulted in the error code 12. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump alarming an error code 12 and they were unable to clear the error. They stated that while the patient is able to supplement their feedings without the pump, that the error code occurred during the patients night time feeding and they delay during the night resulted in the patient going to the hospital for low blood sugar. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).